Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery with heavy tortuosity. The 4.0 x 40 mm armada 35 balloon catheter was advanced to the lesion for pre-dilatation. Significant resistance was noted due to the tortuosity during advancement. The balloon was inflated, but could not reach nominal pressure due to a leak noted on the shaft. It was believed that the lesion was opened enough and the 6.0 x 40 mm absolute pro stent delivery system (sds) was advanced. Significant resistance was noted due to the tortuosity during advancement, and before the sds reached the lesion, it became stuck on the guide wire, and could not be removed. The sds and guide wire were removed as a unit. The vessel was re-wired and the 6.0 x 30 mm absolute pro sds was advanced. Significant resistance was noted again with the anatomy. The stent was deployed successfully; however, after deployment it was noted that the mid stent was fractured. A non-abbott covered stent was deployed for treatment of the stent fracture. At this point, the procedure was completed, and it was confirmed that there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported resistance and difficulty removing from the guide wire was confirmed. The reported failure to advance could not be confirmed as it was based on case circumstances. Based on a visual dimensional and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The 4.0 x 40 mm armada 35 balloon catheter and the 6.0 x 30 mm absolute pro stent delivery system referenced are being filed under separate medwatch MFR numbers.